Event description:
It was reported that when delivering rf energy during an atrial flutter right (r-afl) procedure, the catheter tip intermittently changes from red to green. Changing out the catheter cable, rf adapter cable and the rf generator cable did not resolve the issue. Rebooting the system resolved the issue and the procedure was continued. There was no patient injury reported in this case. The catheter tip intermittently changing from red to green while delivering rf energy is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that when delivering rf energy during an atrial flutter right (r-afl) procedure, the catheter tip intermittently changes from red to green. Changing out the catheter cable, rf adapter cable and the rf generator cable did not resolve the issue. Rebooting the system resolved the issue and the procedure was continued. There was no patient injury reported in this case. The bwi field representative was advised to reboot the patient interface unit (piu) and the workstation after disconnecting the catheters. The bwi field representative called back and rebooting the system resolved the issue and the procedure was continued. The issue was discussed with avi reuveni ((B)(4)) and he confirmed that while delivering rf energy, the catheter tip intermittently changes from red to green due to a short to the piu chassis. It can be either a physical short or even just a very small air gap. An internal corrective action has been opened to address this issue. The history of customer complaints associated with this specific system was reviewed and it was found that the similar issue happened again in two weeks ((B)(4)). The field service engineer identified the issue to be from the ablation relay card shorting to the chassie of the piu. The field service engineer assisted and trained the bwi field representative in removing the ablation relay card and trimming the excess leads from the resister on the ablation relay card. After doing this, the bwi field representative performed a wet lab and verified this resolved the issue ((B)(4)). The system is operational. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.